Event description:
Ave has been notified that the user did not follow the instructions for use for removal of an undeployed stent and has no complaint regarding the performance of the stent. As a result of the procedure, there was no pt impact. The pt is doing fine.